Event description:
Related manufacturer reference number: 1627487-2019-04390 it was reported that one of the patient's leads had migrated. As a result, the lead was explanted and replaced on (B)(6) 2019. Therapy was restored post-operatively.